Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed; the cable was twisted, and when touching the twisted part, there was noise on the image. In addition to the blurry/noisy image, evaluation found that the monitor showed no image and that the coupler was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the hd autoclavable camera head had a blurry image. The issue was found during preparation for an unknown diagnostic procedure. The procedure was completed with a similar device. There was no delay or report of patient harm associated with the event. The device was returned and evaluated; it was found that there was no image on the monitor. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image is displayed due to communication failure caused by a cable failure. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.